Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection of the returned device confirms the forceps are bent. The device exhibits signs of significant wear/usage. The manufacture date is 2018 for this device. DHR and complaint history review not performed for this event, as no manufacturing, packaging or labeling defects were associated with the reported failure. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection of the returned device confirms the forceps are bent. The device exhibits signs of significant wear/usage. The manufacture date is 2018 for this device. DHR and complaint history review not performed for this event, as no manufacturing, packaging or labeling defects were associated with the reported failure. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Credit will be issued for this device.

Event description:
It was reported that during procedure the tip of forceps are bending. No injuries or delays reported. Backup device available. No more information provided yet.